Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11. Additional narrative: added: d10. H3, h6: the product was returned to depuy synthes for evaluation. Note: following investigation was performed by the supplier. One piece of part number 04.038m400sp, batch 81284p1 was received loose in a bag without its packaging the returned part is laser etched with the synthes logo, (B)(4), 04.038.400, 81284p1 and 100mm. Features relevant to the complaint condition were inspected for part number 04.038m400sp, batch/lot 81284p1, work order number (B)(4). Confirmed out of tolerance measurements for features t1 m6 x 1-6h thread size, t2 m5 x 0.5-6h thread size, d11 m6 x 1-6h thread size, d12 m5 x 0.5-6h thread size, and f1 pocket drive. The overall complaint was confirmed as the observed condition of the tfna helical blade perf l100 tan would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: manufacturing location: elmira / packaged, sterilized and released by: monument. Manufacturing date: 08-oct-2025. Expiration date: 01-sep-2035. Part number: 04.038.400s, tfna fenestrated helical blade 100mm -sterile. Lot number: 85955p4 (sterile). Lot quantity: (B)(4). (B)(4): part number: 04.038m400sp. Lot number: 81284p1. Part manufacture date: 25-aug-2025. Manufacturing location: elmira. Part expiration date: n/a. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device history review: a manufacturing record evaluation was performed for the component part with batch number 85955p4. No nonconformities or manufacturing irregularities have identified related to the complaint condition. (B)(4): on 07-jan-2025, elmira: this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during surgery, the implant was opened and when the surgeon tried to attach it with a screwdriver, he realized that the internal thread of the implant was missing. The implant was replaced with a new identical implant. The surgery ended successfully. There was no patient impact.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.